Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: received two polyaxial screws and six set screws. This polyaxial screw belongs to an old version. The problem with the loosening insert was a known problem in the past, therefore, the insert has been changed. However, the insert exhibits visible deformations and scratch marks, due to the lack of info and problems with the classification of the several components, an investigation is only partly possible. It appears as if the insert released due to the screwdriver applying force to the insert. The mfg documentation has been checked and found to be according to OEM specification at the time of production. Investigation determined the failure to most likely be user related.

Event description:
Country of complaint: (B)(6). Complaint states: the body of the screw came out from the screw head during the insertion procedure, so the surgeon could not place the rods into the screw head.